Manufacturer narrative:
The complaint of hole/cut/torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Corrected information can be found in b2.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the silicone piece inside the tego® connector came out when the syringe was removed, result in pulling it out of the yellow body during patient use. It was also stated that the tego was removed, and a new one was attached to cvl (lumen of the central venous catheter). There was no report of any human harm.